Manufacturer narrative:
The t:slim cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple minimum fill alerts after loading and reloading the cartridge with more than 100 units of insulin. Customers blood glucose was not impacted. The customer declined tandem technical support's offer to assist with loading a new cartridge. Reportedly, the customer had used cold insulin to load the cartridge. There was no impact to the customer's blood glucose level.

Manufacturer narrative:
(B)(4).